Event description:
Abutment removed due to painful recurrent implant site infection.

Manufacturer narrative:
Inflammation and pain are known complications associated with the use of percutaneous implants, such as bone anchored hearing systems. Through our complaint handling system, we continuously track and monitor the occurrence and compare trends to historical data and data from the literature. Our investigations include evaluation of descriptive data including product type, surgical technique, lot number and analyses of returned products if available. The implant has not been returned for investigation. If the implant is received, we will reopen the complaint and investigate accordingly. There are at the moment no indications that the reported event is a result of manufacturing or component failure.